Event description:
It was reported that when the cytotoxic drug carboplatin was inserted into the infusion bottle attached to the secondary set c61, leakage occurred from the tubing and a new secondary line was quickly placed. The leakage reportedly did not reach the patient, and the tubing had been primed and the line clamped beforehand. The following information was provided by the initial reporter: "pharmacist insert the secondary line c61 into the infusion bottle and clamp the line after priming the tubing. During insertion of cytotoxic drug carboplatin into the infusion bottle, leakages occurs at the tubing area and the pharmacist stop the insertion and quickly change the secondary line c61 to avoid further wastage of the drug. The faulty secondary set was kept and available to clarify for the leakage by the pharmacist. The leakages occurs in the compounding area and has not reach patient yet. The pharmacist is using the product and there¿s not physical harm to the user or patients due to the leakage."

Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tets were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the cytotoxic drug carboplatin was inserted into the infusion bottle attached to the secondary set c61, leakage occurred from the tubing and a new secondary line was quickly placed. The leakage reportedly did not reach the patient, and the tubing had been primed and the line clamped beforehand. The following information was provided by the initial reporter: "pharmacist insert the secondary line c61 into the infusion bottle and clamp the line after priming the tubing. During insertion of cytotoxic drug carboplatin into the infusion bottle, leakages occurs at the tubing area and the pharmacist stop the insertion and quickly change the secondary line c61 to avoid further wastage of the drug. The faulty secondary set was kept and available to clarify for the leakage by the pharmacist. The leakages occurs in the compounding area and has not reach patient yet. The pharmacist is using the product and there¿s not physical harm to the user or patients due to the leakage."